Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Date of alcl diagnosis: (B)(6) 2021. Physician: (B)(6). Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Healthcare professional reported right side rippling and anaplastic large cell lymphoma. Per pathology report, "right breast implant associated anaplastic large cell lymphoma. Cd30 is (B)(6) in a majority of lymphocytes (predominantly nonviable.) Additional t lymphocyte markers are also positive the same population of cells (cd3, cd5, cd7)." Patient would like an exchange from textured to smooth due to concern with the product. The device remains implanted.